Manufacturer narrative:
Patient weight not available from the site. Onsite investigation was preformed and the field representative discovered corrupted configuration files on the image acquisition system (ias) computer. Reloading the configuration files and restarting the application resolved the issue. No further issues were reported. No parts needed to be replaced or returned. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a kyphoplasty procedure, and following a 2d spin, the imaging system displayed 'booting up...' Message. A restart did not resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.